Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tubes, eleven (11) samples exhibited platelet clumping. The platelet counts were reported as clumped with a comment that the count could be inaccurate. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo shows microscopic images of platelet clumping. The device history records could not be reviewed as the lot number is unknown. Bd was unable to complete a clinical evaluation without the lot number. The affected lot(s) must be specified in order to perform clinical testing. This complaint has been confirmed for the indicated failure mode: erroneous results (platelet clumping). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tubes, eleven (11) samples exhibited platelet clumping. The platelet counts were reported as clumped with a comment that the count could be inaccurate. No adverse impact was reported regarding the patient or user.